Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) cyst gastrostomy procedure performed on (B)(6) 2026. During the procedure, the second flange was deployed within the working channel of the endoscope. The delivery system handle was then used to advance and release the flange from the working channel. However, during actuation of the handle, the axios stent fully deployed into the fluid collection. Under ultrasound visualization, the stent was observed to be fully expanded. A non-boston scientific stent was subsequently placed to maintain luminal patency for drainage. There were no patient complications reported due to this event and the patient was expected to fully recover.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: investigation summary: based on the available information, the investigation concluded that the reported event of stent positioning issue could not be confirmed. The device was not returned; therefore, a technical analysis could not be performed. However, stent positioning issue is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned. Therefore, a technical analysis could not be performed. Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, stent positioning issue is noted within the IFU as a potential complication associated with the use of the device. Investigation conclusion: based on the available information, the most probable root cause of the reported event is known inherent risk of device.